Manufacturer narrative:
Additional information was received on 07/03/2017 following receipt of the returned devices confirming that this is a duplicate complaint and was already reported under report number 3005168196-2017-00938. Therefore, please refer to MFR report number 3005168196-2017-00938 and its associated follow-up.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-01037, 3005168196-2017-01039, 3005168196-2017-01040, 3005168196-2017-01041.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and two penumbra smart coil detachment handles (sch1s). During the procedure, the physician successfully deployed and detached a smart coil using a sch1. The physician was then unable to detach another smart coil using the sch1; therefore, a new sch1 was opened and the smart coil was successfully detached. The physician then successfully placed additional coils. The physician then experienced difficulty detached another smart coil; however was able to detach after three attempts with a sch1. A new sch1 was then opened to be used with further coils. After successfully placing more coils, the physician again experienced difficulty detaching another smart coil; however the smart coil was able to be detached on the second attempt. The procedure ended at this point. There was no report of an adverse effect to the patient.